Event description:
It was reported that the patient's implant only works intermittently. When the implant works, she can hear but there are volume changes, sometimes loud, sometimes low. The external equipment was checked and was functioning correctly. There is not report of accident or trauma. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.